Manufacturer narrative:
During the evaluation of the ventilator at a third party service center, an issue was observed with the device's active exhalation control module. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was allegedly alarming and was returned to a third party service center for evaluation. There was no harm or injury reported.